Event description:
On 3/5/92 an ipp device was implanted. On 4/9/92 a connector was revised. On 12/4/92 the ipp cylinders and pump were removed from the pt, reservoir left in place. A device was implanted. On 8/15/96 the device and ipp reservoir were removed from the pt. The reservoir had fluid loss. An ipp device was implanted.